Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The software investigation found that the reported event was unrelated to a software issue. The investigation found that the computed tomography (CT) scans used were not up to protocol. The scans were stacked, distorted, blank or displayed an error message. The software functioned as designed

Event description:
A medtronic representative reported that, while attempting to merge computed tomography (CT) and magnetic resonance imaging (MRI) images, the navigation system could not complete the request. The site elected to continue with only the CT scans. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.